Event description:
The customer reported that the insulin pump's reservoir was missing a piece. The o-ring also came off. Customer' s blood glucose level was 258 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, a broken reservoir tube lip, and a missing reservoir tube seal.